Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal right coronary artery, the lesion was pre dilated with a 2.50 x 12 mm non-compliant balloon. A 3.50 x 38 mm synergy was fully deployed at 18 atm for 10 seconds with no issues. After post dilation of the stent with a 3.50 x 12 mm non-compliant balloon, a type b, non-flow limiting proximal stent edge dissection occurred. A 3.50 x 12 mm synergy was then deployed to cover the dissection and the procedure was completed successfully. The patient was stable post procedure.